Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual contacted support expressing frustration with repeated occlusion events. The individual was using a 23-inch, 6 mm inset infusion set and inquired about the availability of pre-filled cartridges. Guidance was provided to contact a healthcare provider to discuss the option of using pre-filled insulin cartridges. At the time of contact, blood glucose was reported to be 207 mg/dl, and the individual performed a complete supply change. The individual reported that blood glucose levels were affected by the issue, with a highest reported level of 207 mg/dl and levels remaining above 180 mg/dl for approximately one hour. The device did not provide alerts for blood glucose levels above 180 mg/dl for over 90 minutes. No back-up therapy was used, no ketone testing was performed, and no recent steroid injections were reported. The individual did not receive professional medical intervention, did not require assistance beyond personal capability, and reported no immediate health effects during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.